Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had lost alarm volume and was not sounding. It was reported that the master volume was muted. The customer reported that there was no patient harm.